Manufacturer narrative:
Concomitant: product ID 7495-51, serial# (B)(4), implanted: 1997-(B)(6), product type extension. Product ID 3888-28, lot# l40898, implanted: 1997-(B)(6), product type lead. Product ID 7434a, serial# (B)(4), product type programmer, patient. (B)(4)

Event description:
It was reported that the patient¿s stimulator wasn¿t working. It was stated that the ins hadn¿t been working for about 6 months. It was noted that the reason why the ins wasn¿t working was unknown.